Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the post may have fractured due to high, repeated impaction forces. The exact cause cannot be determined with certainty. The material of this instrument was previously changed to a less notch sensitive material to potentially reduce the occurrence of this type of failure, this particular lot was manufactured prior to this change. Evaluation: as returned, the liner impactor exhibits fracture at the base of the post. The device manufacturing records are intact and conforming, indicating the device was manufactured to specifications.

Event description:
It is reported that during use, the pin on the impactor fractured off and lodged in the patient's bone. The surgeon was able to removed the fractured portion.